Manufacturer narrative:
The device was not returned to olympus for evaluation, as it has been discarded by the user facility subsequent to the procedure. The cause of the reported event could not be determined; however, the instructions for use instructs users to inspect the sterile package for tears, inadequate sealing or damage, if the device shows any irregularities, the IFU instructs user not to use the device . Also the IFU warns users to check the connection of the tubeset to the handpiece and to check if the tube set is securely assembled to the handpiece or loose, as this could result in faulty or incorrect navigation and may results to possible patient injury.

Event description:
Olympus was informed that during a functional endoscopic sinus surgery (fess), the device broke (became loose and jiggled), but did not break off. There was no device fragment that had fallen inside the patient. The intended procedure was completed using a different, but similar device. There was no patient injury reported.